Manufacturer narrative:
Updated: d8, h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed stuck angle wire and angle locked issue could not be determined, however, it is likely that the angle wire frayed and broke during user handling, likely the result of normal wear and tear. The event may be detected/prevented by following the instructions for use which state: inspection of the bending mechanisms. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the flex video scope exhibited that the cable snapped, and the angle wires become unable to move and angulation remained locked. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.